Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working twice on same patient and kept giving "gas loss" errors. The patient was switched to a different cardiosave iabp and continued therapy without issue. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working twice on same patient and kept giving "gas loss" errors. The patient was switched to a different cardiosave iabp and continued therapy without issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The initial reported was not a getinge employee as stated in previous report in h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and found three "gas loss warning" entries on (B)(6) 2020 from 16:51 to 16:53. No other related errors found in the logs. The stm completed a full calibration, safety, and functionality test. All tests passed to factory specifications. The stm was not able to duplicate the issue but suspected a bad connection at the iab or extension. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working twice on same patient and kept giving "gas loss" errors. The patient was switched to a different cardiosave iabp and continued therapy without issue. It is unknown if there was a patient harm/injury; however, there was no adverse event reported.